Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, recurrence, balled up mesh, significant bleeding, intra-abdominal adhesions, abdominal wall syndrome, pain, and piece of mesh causing thickening. Post-operative patient treatment included placement of new mesh for repair, partial explant, abdominal wall exploration, diagnostic laparoscopy with laparoscopic lysis of adhesions, removal of tacks, placement of permasorb absorbable tacker and removal of foreign body.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.